Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding therapy assistance. The home patient (hp) stated, the heater bag disconnected in dwell 1. The hp stated, she called her registered nurse (rn) who told her to disconnect herself and start over with new supplies. The hp had trouble ending therapy so she could start over. The baxter technical service representative (tsr) walked the hp through the procedure to end therapy and no alarms sounded. The hp ended therapy and would start over with new supplies per the rn's instructions. The hp was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she did notice anything wrong with any of the previous supplies. She said she was in her therapy and heard a pop, that was when she saw the heater bag had disconnected from the line. She was able to resume therapy after she started over with new supplies. Since then she has been completing therapy successfully.